Manufacturer narrative:
Two catheters of the same lot number (referred to as device 1 and device 2) were returned for investigation. Device 1 had no significant damage. Device 2 had its tip missing, approximately 5mm in length. At the tip breakage site, the underlying braids and the innermost polymer coating were stretched distally. Inside the catheter lumen, the braids and the polymer coating were twisted and gathered at one side. These findings suggested that the tip broke off when the catheter was rotated. Based on the obtained information and the investigation outcome, it was presumed that rotational force exceeding the product's design limit might be inadvertently given to the catheter while its tip had been trapped by the target lesion. Stretching of the braids and the polymer coating was thought to be occurred when the catheter was withdrawn from the vessel. There was no indication of product deficiency. The IFU states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, [malfunctions and adverse effects] separation.

Manufacturer narrative:
(B)(4). Single reporter exemption #: e2015028. The importer report number used for this report was generated from the importer registration number, current year, and a sequential number that matches the manufacturer report number. Investigation result: investigation of device could not be conducted since it was not returned. Lot history record review: lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it is presumed that rotational and pulling force exceeding the product's design limit might be inadvertently given to the microcatheter while the distal portion of the microcatheter tip was trapped in the lesion or the vessel. The IFU states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and - [malfunctions] separation.

Event description:
Reportedly, during pci for a moderately tortuous and heavily calcified 90% occluded lesion, the physician was mildly torquing a catheter to cross the lesion. Once crossed, the catheter became wedged in the lesion. It was tough to free it from its stuck position and that is when it separated. Most of the catheter was removed from the patient with a small distal segment remaining in the distal rca.